Manufacturer narrative:
Additional information received and attached from customer via email dated 22-sep-2021: date of the event was updated. The event occurred during bench testing. There was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Noticed the error code 45986 in the device info page. Software was reloaded as part of the pm procedure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 45986. No adverse effects were reported.